Event description:
Ous MDR - boston scientific received information that upon reprogramming the configuration of this right ventricular (rv) lead, the pacing impedance measurement rose to over 2500 ohms. The patient was brought in for a chest x-ray, which showed the lead to be fractured. The patient is not pacer dependant and the rv lead will be replaced at a later time. For now, the rv lead remains in service. No adverse patient effects were reported. Additional information will be requested from the field. This event will be updates should further information become available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.